Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead dislodged. The lead was capped and replaced.

Event description:
Received a medwatch form (B)(4)-2013 with additional information noting lead exhibited intermittent capture.